Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. Error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported that the insulin pump alarmed motor error during the basal process. The blood glucose reading was 360mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was protruded. The customer stated that the device was not exposed to a high magnetic field. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.